Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on 01 aug 2007 patient underwent following procedure: l5-s1 anterior arthrodesis via alif approach. Intervertebral biomechanical device l5-s1 (titanium lt cages, 20mm length x 16mm height) extensive l5-s1 anterior lumbar discectomy. Non-structural allograft. Fluoroscopy. Rhbmp-2. Preoperative diagnosis: l5-s1 degenerative disc disease. Preop notes: the area was thoroughly irrigated with copious amounts of bacitracin solution. A half an hour prior to this medium rhbmp-2 was mixed on the back table. This was cut into strips. Placed 1 sponge of rhbmp-2 wrapped in crushed up allograft in each cage, and a half of a sponge between the cages, a half a sponge on each side, and then a half a sponge lengthwise in front of the cages along with the crushed up allograft. Patient alleges unspecified injury due to the use of rhbmp-2.